Event description:
It was reported that during set up for an unspecified surgical procedure it was discovered that the cable electric pen drive device did not work. There were no delays to the planned surgical procedure as a spare identical device was available for use. The patient was in the room during the event, however, the patient was not harmed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture was unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment substantiated the reported condition. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.